Event description:
Information received from the field notes that a non- pacemaker dependent patient was seen for pulmonary issues when the physician noticed no apparent pacing on an ECG. The patient was in his own intrinsic rhythm at about 40 bpm. The device was programmed to 70 ppm. The patient was sent to his cardiologist where a download was successfully performed. The clinician did not report a lack of pacing, only that an error in the pacemaker software had occurred.